Event description:
It was reported that, "surgeon needed to remove 4 reflex hybrid screws. Attempted to screw the inner shaft into the screwhead and the tip broke off, leaving the nipple of the shaft stuck in the screw. A back-up extractor was used for the remaining screws. Final outcome was successful."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.